Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that one of the drawer pockets saying to close, station has already been rebooted to have space recover. The technician was able to close the door, but the pocket itself causing the problem mentioned needed to be closed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer assisted pharmacist (B)(6) in recovering jammed pocket. The system functioned as intended after the field service engineer troubleshooted the device.